Manufacturer narrative:
Completed information: patient identifier: sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed discrepant architect sars-cov-2 igg and sars-cov-2 igm results for three patients within the same family. In (B)(6) 2020 the father and daughter both had symptoms of covid-19 and positive pcr tests. The mother had no symptoms of covid-19 and no pcr test was completed. The family had antibody testing completed with roche cobas, liaison igg, and abbott sars-cov2-2 igm/igg. The following data was provided: (B)(6) 2020 total igm/igg on roche cobas: father: 11.1 coi (positive), mother: 0.1 coi (negative), daughter: 31.6 coi (positive). (B)(6) 2020 liaison igg results: father: 78.5 au/ml, (positive), mother: negative, daughter: 91.5 au/ml, (positive). (B)(6) 2020 architect sars-cov-2 igg and sars-cov2 igm: father: sid (B)(6): igm 0.72 index (negative), igg 0.46 index (negative), mother: sid (B)(6) igm 0.05 index (negative), igg 6.18 index (positive), daughter: sid (B)(6) igm 1.17 index (positive), igg 0.89 index (negative). The customer¿s complaint is for the father¿s and daughter¿s negative sars-cov-2 igg results. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 20224fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 20224fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported false negative results for two patients within the same family when using architect sars-cov-2 igg, lot number 20224fn00. In july 2020 the patients, father and daughter both had symptoms of covid-19 and positive pcr tests. The patients had antibody testing completed with roche cobas (02oct2020), diasorin liaison igg (06oct2020), and abbott sars-cov2-2 igm/igg (23oct2020). A direct comparison should not be made between the architect sars-cov-2 igg assay and the diasorin assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the diasorin assay is designed to detect antibodies against the s1/s2 antigens of sars-cov-2. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. According to the, patel r, et al, ¿report from the american society for microbiology covid-19 international summit, 23 march 2020:value of diagnostic testing for sars¿cov-2/covid-19¿, mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars¿cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars¿cov-2 or how long protective immunity may last. In this case, the samples were collected from 2 of the patients 49 and 57 days after the pcr positivity. The study ¿quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Additionally, review of the manuscript ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. As part of evaluating the consistency of sars-cov-2 igg lots, abbott has conducted comparison studies using a third party manufactured sample set (seracare sars-cov-2 performance panel). This provided a basis for comparison with the roche cobas anti-sars-cov-2 assay, another nucleocapsid based test capable of detecting igg (as well as potentially igm and iga). Testing was performed using five different abbott lots with comparative results showing good lot-to-lot consistency, with the abbott igg assay correctly identifying 10 of 10 positive panel members. The negative panel member tested as negative on all abbott lots. In comparison, the roche assay detected 9 of 10 positive panel members (roche testing performed by seracare). Abbott has updated the sars-cov-2 igg assay file to include an editable grayzone. This new grayzone would be applicable for those patients whose igg levels may be rising, i.e., during seroconversion, or may be declining, i.e., during seroreversion, with levels below the cutoff. Please refer to product information letter pi1060-2020 for action to be taken upon receipt of the updated assay file. As a default, when the new assay file is installed, the cutoff will remain at 1.40 and no grayzone will be implemented. Laboratories choosing to implement the grayzone may set the range between 0.49 and <1.40 index (s/c). Based on the investigation architect sars-cov-2 igg reagent lot 20224fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.